Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining unexpectedly elevated progesterone results for three patient's samples generated by the unicel dxi 800 access immunoassay system. Subsequent testing on an alternate instrument produced lower results within a different clinical category. The erroneous results were reported outside the laboratory, but were amended by the subsequent results. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The progesterone samples were collected in serum tubes. Progesterone qc was within the customer's established ranges prior to and after the event. A field service engineer (fse) was dispatched on (B)(6) 2010 for this event. The fse inspected the instrument, but did not find any hardware issues which would have contributed to this event. Although sample integrity may have been a contributing factor, a definitive root cause has not been determined to date for this event.